Manufacturer narrative:
The cycler was not received for evaluation. A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician's prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician. UDI: (B)(4).

Event description:
A report was received on (B)(6) 2024 from a home therapy nurse (htn) regarding a 55-year-old male patient with a medical history including diabetes and end stage renal disease, who stated the patient expired during a home hemodialysis treatment on (B)(6) 2024. Additional information was received on 07 aug 2024 from the home therapy nurse (htn) who stated the patient stood up after approximately three hours into therapy and collapsed with no verbal comment, dislodging his central venous catheter. Per the htn, a pulse was palpable, and emergency services (ems) were called, with the patient expiring by the time ems arrived. Although requested, no cause of death was provided.